Event description:
The product was used during a thyroidectomy procedure. Reportedly, the staples prefired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Evaluation of the device in our laboratory found the device was clinically applied and the tip was broken. The exact cause of this condition could not be reliably determined.